Event description:
Procedure type: hernia. According to the reporter: surgical procedure was performed on the pt and while he was in recovery, the pt coughed, the doctor that attended the pt heard a bang so reopened the cavity and found that the mesh was torn. The pt recovered because the doctor placed an additional cover for covering the mesh breakage. The doctor has said that the pt's health status is currently satisfactory.

Manufacturer narrative:
(B)(4).